Event description:
It was reported that after turning the rotary valve to the maximum position, the gso engineer noticed it spontaneously turned back. There was no patient injury reported.

Manufacturer narrative:
One ventilator was received for evaluation in relation to the reported event. All tamper seals of the device were noted to be intact. There was no physical/visual conditions noted of the device. Functional testing of the device was able to confirm and replicate the reported event. The tidal volume knob was observed to "rebound' away from the end stop. The rfv assembly was replaced to address the reported event. Root cause was unable to be determined due to the nature of the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.